Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed the collapsed septum at the interlink y-site near two-piece luer lock. The interlink y- site was then checked on the swage height and was within specifications. The diameter of septum was also within specifications. The reported problem was verified. The cause of the collapsed septum determined to be use error due to the off-label use of a power injector. This product is not designed for use with a power injector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of an interlink extension set 2 was pulled out at lower y-site. The event occurred during patient use while injecting contrast medium. Blood subsequently back flowed. There was no patient injury or medical intervention associated with this event. No additional information is available.